Manufacturer narrative:
On 24-dec-2021, mentor received additional information about the event. An updated explantation date of (B)(6) 2021 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2022, mentor received additional information about the event: - the patient was diagnosed with right breast capsular contracture only. The patient was also diagnosed with bilateral breast ptosis. H6 health effect - clinical code has been updated to e2308 ¿deformity/ disfigurement¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed ptosis bilaterally. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 250cc gel breast prostheses developed baker grade IV capsular contracture in both of her breast post implantation. Bilateral capsular contracture was diagnosed via a physical exam. As a result, the patient is scheduled to undergo bilateral explantation and replacement with mentor memorygel breast implant 200cc gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.